Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a broken quantum maverick balloon catheter. The returned device was missing the distal half of the catheter, consisting of the hub and 85cm of the hypotube. The hypotube shaft was completely separated 85cm from the strain relief. The fractured face was oval as if kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the left anterior descending artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but was unable to cross the lesion. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.